Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead became damaged during a routine device replacement. While preparing the leads for the new device the lv lead insulation was cut. The physician applied a lead repair kit and connected it to the device but loss of capture (loc) was subsequently observed. The lead was deactivated and the patient will be implanted with an epicardial lead at an unspecified time in the future. No adverse patient effects were reported.